Manufacturer narrative:
The investigation has determined that reproducible, discordant, (B)(6) results were obtained on two separate patient samples using two different ahavm lots (2602 and 2640), and multiple vitros eciq systems. The customer concluded the (B)(6) results to be (B)(6). The definitive root cause could not be determined. However, the ahavm lots in use, and the samples involved in the event cannot be ruled out as contributing factors. There have been no (B)(6) patient results questioned by the physicians, and there are no reported allegations of patient harm. A review of the ocd complaints database found no other complaints of this nature involving lots 2602 and 2640. There is currently no ocd investigation involving anti hav igm reagent lots 2602 and 2640.

Event description:
A customer reported that reproducible, discordant, (B)(6) results were obtained on two separate patient samples using two different vitros anti hav igm reagent lots, and multiple vitros eciq systems, compared to (B)(6) results obtained from the current vitros anti hav igm reagent lot. The customer concluded the (B)(6) results to be accurate. Biased results of the magnitude and direction were observed on patient samples, it could lead to inappropriate physician action. The discordant, (B)(6) results were not reported outside the laboratory, and there was no reported allegation of patient harm as a result of this event. This report is number one of three 3500a forms filed for this event, as multiple devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).